Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with slow heart rates. It was noted that the right ventricular (rv) lead exhibited oversensing of atrial events. It was further reported that rv thresholds had risen since the last check. The lead remains in use. No patient complications have been reported as a result of this event.